Event description:
It was reported that "the zimmer dermatome 3 inch widthplate had the counter sink on the wrong side for securing the plate to the dermatome. The screws stuck up and during the taking of the skin graft the patient's leg was torn by the exposed screw head. The dr repaired the tear and got another dermatome and took the skingraft from leg." Additional clinical follow up with the hospital indicated that the patient's leg was not cut by the screw head. There was no injury to the patient's leg that required a suture repair. The surgeon harvesting the donor site graft was unaware the screw heads were protruding. The harvested graft was torn after the harvest, during preparation of the graft for transplantation by an assisting surgeon. The director stated the staff reported the dermatome was laid on the graft after it had been harvested, at which time, the protruding screw heads tore the graft. The graft was salvaged to the extent possible by the surgeon for transplantation. The torn graft was pieced together with staples onto host site. An additional graft harvest was also required.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.